Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on. When the power button was pressed, the device lid would open but no voice prompts were heard and the device leds would not illuminate. The device readiness indicator displayed ¿ok¿. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that water had infiltrated the charge-pak well and corroded the domes and plates of the on/off switch. This corrosion caused the on/off switch to not make a connection when the dome was pressed and therefore led to the device not being able to power on. The customer was sent a replacement.

Event description:
The customer contacted physio-control to report that their device would no longer power on. When the power button was pressed, the device lid would open but no voice prompts were heard and the device leds would not illuminate. The device readiness indicator displayed ¿ok¿. There was no patient use associated with the reported event.